Event description:
It was reported that during a laparoscopic left hemihepatectomy procedure the white tissue pad was completely fallen off during procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023 d4 batch # x96c1u. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Photo analysis: this is an analysis of a set of images submitted for evaluation. Image 1: the image provided by the customer shows a harh handle. The batch and serial can be observed as (B)(6), (B)(6). Image 2: the image provided by the customer shows a harh36 device with no apparent damage. Image 3: the image provided by the customer is that of the distal jaw of what appears to be a harh instrument. A closer look at the clamp arm interface shows the tissue pad is damaged, melted, and not all present. The missing portion was beside the device. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged activation of the instrument without tissue between the jaws may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Based on the photo, the reported event was not confirmed. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.